Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. Prior to pt use, the tubing set was being prepared in the ER. It was reported that ¿within seconds after spiking the liter bag of saline¿, the nurse noted fluid on the floor. It was reported that the tubing had separated from the arm of the proximal clave y-site. The tubing set was replaced and the therapy was initiated. There was no reported delay in therapy. Though requested, no additional info was provided.